Manufacturer narrative:
The device was returned to olympus and the evaluation found the following reportable findings: minor scratches on distal edge and image out field view. Based on the results of the investigation, it is likely that the following led to the malfunction: the image out of field view was due to a bent outer tube and for the minor scratches on the distal edge, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited minor scratches on distal edge and image out field view. There was no patient involvement.